Manufacturer narrative:
The lot number is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2.5mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter fell off during the procedure. The separation occurred while trying to withdraw the balloon catheter. The balloon was not being advanced through a stent and was not caught up at the lesion. Attempts to retrieve the separated segment were successful. The separated segment was able to be removed from the patient and the procedure was able to be completed. A surgical intervention was not required. The target vessel was the anterior tibial (at), which was moderately calcified and not tortuous. The separation occurred in the same vessel. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 2.5mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter fell off during the procedure. The separation occurred while trying to withdraw the balloon catheter. The balloon was not being advanced through a stent and was not caught up at the lesion. Attempts to retrieve the separated segment were successful. The separated segment was able to be removed from the patient and the procedure was able to be completed. A surgical intervention was not required. The target vessel was the anterior tibial (at), which was moderately calcified and not tortuous. The separation occurred in the same vessel. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon separated¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. The reported calcification of the vessel may have caused friction/damage that may have led to the separation of the balloon. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 2.5mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter fell off during the procedure. The separation occurred while trying to withdraw the balloon catheter. The balloon was not being advanced through a stent and was not caught up at the lesion. Attempts to retrieve the separated segment were successful. The separated segment was able to be removed from the patient and the procedure was able to be completed. A surgical intervention was not required. The target vessel was the anterior tibial (at), which was moderately calcified and not tortuous. The separation occurred in the same vessel. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not returned as expected.